Event description:
It was reported that the patient experienced redness and fluid at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The physician assessed that the patient had an advanced infection. The physician does not feel the infection was device or procedure related. The patient was hospitalized and underwent an ipg explant procedure. The patient has not been released from the hospital. The explanted ipg will not be returned as it was discarded at the hospital. Additional information was received that several days after the explant procedure the physician closed the wound, and the patient was released from the hospital. The patient is doing well.

Manufacturer narrative:
Update to block b5.

Event description:
It was reported that the patient experienced redness and fluid at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The physician assessed that the patient had an advanced infection. The physician does not feel the infection was device or procedure related. The patient was hospitalized and underwent an ipg explant procedure. The patient has not been released from the hospital. The explanted ipg will not be returned as it was discarded at the hospital.